Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device screen went blank, battery indicator went out. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related. The customer indicated "another responder was on site with a compatible AED. Used pads already attached to the patient and provided clinical continuity, it is not known if the delay in swapping AED¿s would have had an impact." Physio-control performed a clinical review which determined the contribution of device use on the patients outcome is unknown.

Event description:
The customer contacted physio-control to report that their device screen went blank, battery indicator went out. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related. The customer indicated "another responder was on site with a compatible AED. Used pads already attached to the patient and provided clinical continuity, it is not known if the delay in swapping AED¿s would have had an impact." Physio-control performed a clinical review which determined the contribution of device use on the patients outcome is unknown.

Manufacturer narrative:
A third party service agent evaluated the customers device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.